Event description:
Operating room lights in operating room 8 started flashing during case. Will not stay on. Patient with fully open belly on table. Lights completely shut off and back on, no change. Biomed called to replace light handles (responded quickly). Manufacturer response for or surgical lights, harmony air eir e-series (per site reporter). Gave us a case of extra light handles. Told us they changed manufacturer glue.